Event description:
Event description guidant received information from the patient, that this implantable cardioverter defibrillator (ICD) failed. Guidant received additional information that this transvenous implantable lead exhibited loss of ventricular capture. The device and lead were explanted and replaced with a competitive device and lead.